Manufacturer narrative:
The device history records (dhrs) and sterilization charts for the involved lot numbers 2307316, 23at2b0, 2413576 and 2318969 have been reviewed; no pre-existing anomalies were identified. The DHR review for lot number 7011770046 has been requested from the third-party supplier. A final report will be submitted once the investigation has been completed.

Event description:
Revision surgery performed on (B)(6) 2026 due to infection. The previous surgery was done on (B)(6) 2024. The following devices were explanted: liner #l for mobile liner ø42 (product code: 5885.09.042, lot: 2307316 - ster: 2300105). Mobile liner øint 28 mm ø42 mm (product code: 5566.54.420, lot: 23at2b0 - ster: 2300202). Fem. Modular head - s ø28mm (product code: 5010.42.281, lot: 7011770046). Delta-tt acetab.cup ø56 mm (product code: 5552.15.560, lot: 2413576 - ster: 2400143). H-max s standard fem.stem #13 (product code:4250.20.130, lot: 2318969 - ster: 2300205). Event occurred in italy.